Manufacturer narrative:
Visual, functional and scanning electron microscopy (sem) inspections/analysis were performed on the returned device. The reported tear/hole in the balloon was not confirmed; however, the reported leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined a potential product quality issue based on the reported leak and noted gaps/channels in the distal bonding area; however, a conclusive cause for the reported tear/hole in the balloon could not be determined. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.d4: lot number, expiration date. H4: device mfg date.

Event description:
It was reported that during preparation of and before use in the patient, when negative pressure was pulled, there was a leak observed in the balloon [tear/hole in balloon] on a 9x20mm armada 35 balloon catheter an a 4.0x60mm armada 14 balloon catheter. The same issue occurred with both balloons. Another armada was used to continue the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The armada 35 device referenced in b5 is filed under separate medwatch report number.na.